Manufacturer narrative:
E1: initial reporter postal code: 970 should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a limited flow rate from the white administration port; water drops were not easily flowing out from the device. This occurred in the pharmacy, before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between june 28, 2023 - june 30, 2023. H11: the actual device was received for evaluation containing 167ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow of fluid was observed flowing out of the distal luer. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The infusor unit was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.